Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that latch and sensor was misaligned. A field service engineer (fse) realigned the sensor and tightened the latch to resolve the issue, and no further issues were noted. Fse also verified the cable and drawer operations. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 1.1 was close but not registering that it is closed, it keeps saying maintenance required. Also, scanner was not working and populating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.